Manufacturer narrative:
Date of event is unknown. The type of thv valve is unknown; however, these are the possible PMA numbers for sapien xt (p130009) and sapien 3 (p140031). Per the instructions for use (IFU), access site complications and cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, or valvular structures are potential complications associated with the transapical tmvr procedure. A procedural or post procedural bleed/ hemorrhage without an obvious source of bleeding is a rare but potentially life threatening complication of coronary/cardiac interventional procedures, and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible causes include inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post procedural period. In this case, the cause of the post procedural hemorrhage cannot be determined, as according to the article, no evidence of active bleeding was found during the mediastinal exploration performed. The authors did not specify to which of the devices used during the tmvr procedure this event was associated. However, there was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Bibliography: elmously, a. Worku b, gray kd, salemi a, mitral valve-in-valve implantation as an elective or rescue procedure in high-risk patients, the annals of thoracic surgery (2018): doi: 10.1016/j.athoracsur.2017.12.036.

Event description:
As reported in a journal article titled, "mitral valve-in-valve implantation as an elective or rescue procedure in high risk patients" post transapical mitral valve-in-valve procedure (exact date unknown), one patient required a return to the operating room for hemorrhage and underwent mediastinal exploration via the original mini-thoracotomy to find no evidence of active bleeding.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.